Event description:
It was reported that the user experienced difficulty attaching the connector to the ilet during a supply change, despite having a filled cartridge and connector attached to tubing; a new connector was used and successfully attached, after which a full supply change was completed and insulin delivery was resumed. Symptoms included no adverse clinical effects and blood glucose remained unaffected. Outcomes included resolution of the connection issue with successful continuation of therapy. Investigation included troubleshooting support and user education on performing a complete supply change. Investigation of this case revealed that the initial connector did not properly engage with the pump, while a replacement connector functioned as intended, indicating a likely connector fit or engagement issue limited to the initial part. It was concluded, based on previously established findings for similar reports, that the cause was user interface or technique-related during connector attachment.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.